Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 after presenting to the clinic with increasing fatigue, dyspnea on exertion. Hemoglobin was tested and found to be at 6.5 g/dl. The patient received a blood transfusion. Gastroenterology was consulted and an esophagogastroduodenoscopy (egd) was performed. On (B)(6) 2018 an arteriovenous malformation (avm) was identified as the source of bleeding and an unknown treatment was provided. Anticoagulants reported at time of event were aspirin, warfarin. A repeat egd on (B)(6) 2018 identified bleeding and non-bleeding avm''s which were treated. The bleeding was resolved and the patient discharged on (B)(6) 2018.

Event description:
It was reported that on (B)(6) 2018, the system controller log files were submitted for review due to numerous pi events. The patient was reported to be asymptomatic. On 26 apr 2018, additional information received stated that the pi events were thought to be related to a patient condition and the patient had been recently admitted for gib. On 30 apr 2018, additional information stated egd performed with cautery of small bowel avms. The gi bleed resolved.

Manufacturer narrative:
The additional information provided was reported on medwatch MFR report # 2916596-2018-01710. The reported pi events were confirmed through an evaluation of the submitted system controller log file data; however, a direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding event could not be conclusively established through this evaluation. On 16 apr 2018, the log files were submitted for review due to numerous pi events. The patient was reported to be asymptomatic. On 26 apr 2018, additional information received stated that the pi events were thought to be related to a patient condition and the patient had been recently admitted for gib. On 30 apr 2018, additional information stated egd performed with cautery of small bowel avms. The gi bleed resolved. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.